Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed through visual evaluation of the provided photograph. Method & results: device evaluation and results: no product was returned for evaluation however a photograph was provided. The photograph shows a recently explanted insert with its locking wire removed. The post is fractured on the insert. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: no product was returned for evaluation however a photograph was provided. The photograph shows a recently explanted insert with its locking wire removed. The post is fractured on the insert. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as product return, primary and revision operative reports, clinical and past medical history, additional serial dated x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient underwent total knee arthroplasty 2 years ago. The patient complained of instability and visited to hospital. X-ray showed hyper extension of patient knee. Revision surgery was performed on (B)(6) 2019 and surgeon found scorpio nrg post of insert was broken. The broken insert was replaced and revision surgery was completed successfully.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient underwent total knee arthroplasty 2 years ago. The patient complained of instability and visited to hospital. X-ray showed hyper extension of patient knee. Revision surgery was performed on (B)(6) 2019 and surgeon found scorpio nrg post of insert was broken. The broken insert was replaced and revision surgery was completed successfully.